Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor's battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis and the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power; an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.